Manufacturer narrative:
On 08 october it was communicated that the pathogen was e. Coli. On 09 october 2015 it was prepared a final report with the information already submitted in the initial report and here above. On 05 november 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 08 october 2015: lot 147283: (B)(4) items manufactured and released on 17 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 07 october we received the communication that pathologies are not available yet.

Event description:
The patient came in complaining of pain. The surgeon suspected infection and replaced the tibial insert. Waiting for pathogen results. Explants will not be returned. No x-rays are available.